Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and introducer needle for evaluation. The components were visually inspection and no issues were identified. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded and the plunger was pushed into the barrel. Res stance was felt and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The syringe and needle were used to draw and aspirate water. No issues were identified. A device history record review was performed with a potential relevant finding. A non-conformance was initiated for a leak on ars lot 71c17g0013. The defect is consistent with the reported defect for this complaint, however, the returned ars functioned as expected during leak testing performed and the defect could not be reproduced. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. The reported complaint issue could not be reproduced with the returned sample; therefore, no further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2018, doctor found the ars leakage prior to use on patient."

Manufacturer narrative:
Qn# (B)(4). Based on preliminary investigation of the returned sample the device was in use at the time of the reported event. A follow up report will be submitted at the conclusion of the device investigation.

Event description:
It was reported that (B)(6) 2018, doctor found the ars leakage prior to use on patient".